Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges a leak in her pump cartridge; does not know where the leak originates from. No adverse event reported. Requested return of the alleged device for evaluation.